Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with supraventricular tachycardia. The physician alleged that the implantable cardioverter defibrillator (ICD) failed to deliver high voltage therapy for the tachycardia and that the ICD exhibited a diagnostics anomaly. No intervention was performed. No patient consequences.